Event description:
The customer reported that the remote user interface was not working. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. The system tested and found to be working as intended and returned to service.